Event description:
The user facility reported that during a lumbar fusion case, it was noticed that the top (biting) parts of 3 detachable kerrision ronguers were bent. The user facility stated that this can potentially cause an epidural tear. Another was also found (kerrison ronguer 4mm) on the shelf that was defective having the same problem as the other 3.